Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose and sensor issues. Customer¿s blood glucose was 458 mg/dl. Customer treated with insulin pump for high blood glucose. The customer also reported getting bent sensor cannula and blood at site. Blood glucose was in the 200-300 mg/dl range at the time of the incident. Troubleshooting was completed. No product will return for analysis.

Manufacturer narrative:
The information provided date of event with the initial report was incorrect. The correct information has been included with this report.